Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, h6 - medical device problem code is being corrected to "1183 - no display/image". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the image disappearing at angulation was confirmed. Based on the results of the investigations, the event was likely due to the breakage of the cable of the charged-coupled device. However, a definitive root cause could not be determined. The event can be detected by following the instructions for use which state: operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had black screen when using the angle. The issue occurred during an unknown therapeutic procedure. The patient was not under anesthesia and there was no delay. The facility finished the intended procedure with a replacement device and there were no reports of patient injury or harm.